Event description:
The customer contacted stryker to report that their device would intermittently not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate the reported issue, but was able to verify the reported issue as it was logged in the device¿s memory. Likely cause of the reported issue is use of an old battery with low charge, but the exact root cause is unable to be determined. After completing unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would intermittently not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.